Manufacturer narrative:
(B)(4). Conclusion: the actual main housing of the device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. The main housing stopped rotating when trigger was released during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the handpiece was continuously spinning and the surgeon was unable to use the device. The surgeon received an electric shock when using the device. The procedure was completed with no adverse patient consequences, however, it was unclear if this device or another like device was used. There were no consequences to the surgeon from the intraoperative eclectic shock.